Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was low. The contact did not provide further information regarding the event. Although multiple attempts were made to obtain more information, the contact did not reply to the requests.